Event description:
On (B)(6) 2009, the pt reported that 2 weeks ago, during an insulin cartridge change, the plunger became stuck to the piston rod and insulin spilled into the cartridge compartment of the infusion device. She stated that she dried the cartridge compartment with a cotton swab and continued to use the infusion device. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.